Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was transplanted. The patient was having atrial fibrillation with rapid ventricular rate with successful cardioversion along with multiple low flow alarms. The log files noted numerous low flow events on (B)(6)2023.

Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between the device and the reported atrial fibrillation and palpitations could not be conclusively determined through this evaluation. The submitted system controller event log file captured transient low flow alarms on (B)(6) 2023. Of note, elevated pulsatility index (pi) values were captured during the low flow events. No other notable events or alarms were captured. The pump appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists cardiac arrhythmia as an adverse event which may be associated with the use of heartmate 3 lvas. This section also provides an explanation of each of the pump parameters, including pulsatility index (pi), and pump flow. Under ¿pulsatility index (pi)¿, this section explains: ¿the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle).¿ section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, "patient care and management," also lists arrhythmia as a potential late post-implant complication. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was not transplanted. The patient was having atrial fibrillation and palpitations with rapid ventricular rate with successful direct current cardioversion along with multiple low flow alarms. The log files noted numerous low flow events on (B)(6) 2023. The arrythmia did not results in clinical compromise. The arrythmia was thought to be left ventricular assist device (lvad) therapy related. It is unknown if the patient had a history of arrhythmia pre-lvad. The low flows resolved.